Event description:
The customer contact reported a delay in critical therapy following the piercing pin of the tubing set "fell out" of a blood container. It was reported that the pt had a "critically low" hemoglobin level (hgb) of 7.0gm/dl status post extraction of 20 teeth. It was reported that the tubing set was to be used to deliver two units of packed red blood cells (prbc) via a plum pump. At 1835, it was reported that after the nurse spiked the blood container with the piercing in of the tubing set, the piercing pin reportedly, "fell out" of the port of blood container. It was reported that a replacement tubing set and new unit of prbc was obtained; however, the initiation of the delivery of blood was reportedly delayed for "1 hour and 1.5 hours" for an unspecified reason. Although there was potential for serious injury, the customer contact reported the pt's status was unchanged. No medical interventions were required. Through requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.